Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent posterior fusion at l1-4 levels using 4.75 for oyl and at th7-9 levels using 5.5-6.0 for opll. Post-op, stenosis at l1 level due to oyl worsening was observed. Revision surgery for decompression and fusion was operated to replace solera 4.75 with solera 5.5-6.0 and connected with long rods between thoracic and lumber levels. During surgery, it was found that set screws at l2-4 had been dislodged. Dr comment: the weight of the patient may be caused the event.